Event description:
Boston scientific crm received information from an device registration form that this device was explanted for unknown reasons. There were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. However, the device's life cell capacity was less than expected. The device is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.